Event description:
It was reported in 2008, a stent assisted aneurysm embolization procedure of an anterior communicating artery (acomm) aneurysm. While attempting to deploy the subject device (stent), significant resistance was felt and the outer catheter fractured mid-shaft. The hub of the stent delivery system was cut, the exchange guidewire was removed, and another guidewire was placed. As the second guidewire could not be placed, the physician tried to remove it. While attempting to remove, the inner pushing mechanism of the subject device fractured proximally, outside of the pt. The second guidwire was removed, and an attempt at placing a third guidewire was made with the intent of deploying the subject device. This could not be performed because of the fractured inner pushing mechanism. The devices were removed and the procedure was aborted. The fractured piece of the outer catheter was removed with a snare. There were no reported pt complications, and the pt has been scheduled for future treatment. It was reported that "the device issues resulted in no injury to the pt."

Manufacturer narrative:
Based on the info known at this time, no conclusion can be drawn. However, per the device directions for use (dfu): "if excessive resistance is encountered during the use of the neuroform microdelivery stent system or any of its components at any time during the procedure, discontinue use of the system. Movement of the system against resistance may result in damage to the vessel or a system component." As well, per the dfu: "if excessive friction persists, consider removing and discarding the guidewire and neuroform microdelivery stent system and replacing it with a new one."